Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 400 mg/dl. Insulin pump was suspended and disconnected from customer. Caller states that customer reverted to back up plan. Customer was unable to troubleshoot. Caller was advised to call back if issue persisted.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.